Event description:
Litigation papers allege the following: patient was implanted with depuy asr implant components on his right hip on or about (B)(6) 2007. Patient was implanted with depuy asr hip implant components on his right hip on or about (B)(6) 2007 after the originally-implanted depuy hip implant components were explanted on that same date. Patient suffered the following personal and economic losses, injuries and damages: past and future medical and related expenses and costs; past and future lost wages; loss of earning capacity/loss of ability to earn money in the future; past and future physical pain and suffering; pain and discomfort; difficulty ambulating; anxiety; fatigue; irritability; elevated chromium cobalt levels; past and future mental pain and anguish; past and future disability and impairment; past and future scarring and disfigurement; past and future loss of enjoyment of life; loss of support and services; all other past and future economic losses permitted by law; and all other past and future non-economic damages permitted by law.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
**Update** 04/01/2013 - plaintiff's preliminary disclosure received (B)(4) 2011. Part and lot numbers provided. Complaint updated and reopened. Follow-up medwatches submitted.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 1/19/16-pfs received. Pfs indicates the patient just had his head revised on (B)(6) 2007. It also indicates the patient was revised a second time on (B)(6) 2012. An unknown stem is being added for the alleged high metal ions. The complaint was updated on: 2/8/2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).